Manufacturer narrative:
(B)(4).

Event description:
It was reported that the symptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited high impedance, high capture threshold, noise, and low impedance. Noise was reproducible when the patient turned her neck. During lead revision, it was noted that the lead had fractured. The lead was capped and replaced. The patient was in great condition.